Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath contains the bypass tube in the hub. The carrier tube is in forward lock position. The anchor and collagen are present and slightly pulled from the carrier tube. Functional testing begins by cutting the carrier tube to allow for mating the latches with the hemostasis sheath hub. The two components are successfully mated into forward lock position. The device is then successfully set to rear lock position. One 8 fr angio-seal vip device was returned to terumo medical corporation. The device was returned with the sheath and carrier tube separated. These components were able to be successfully mated during functional testing. Therefore, the complaint cannot be confirmed for assembly difficulties. The exact root cause of the complaint event cannot be determined. The user likely did not fully mate the sheath and carrier tube, resulting in the observed device separation. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the left femoral artery was punctured to treat a stenotic lesion in the left popliteal artery, and percutaneous peripheral intervention (ppi) was performed via an antegrade approach. The angio-seal device was then used for hemostasis. However, when the device was inserted into the insertion sheath, the physician felt something was unusual as he did not hear a snap-locking sound. The hemostasis procedure was attempted to be continued as is, but the device came out of the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The blood loss was less than 250cc. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.